Manufacturer narrative:
Balloon detachment confirmed. The proximal balloon bond fillet and small amounts of adhesive remained on the ground core wire. A dent on the catheter shaft proximal to the balloon bond combined with a corresponding deformation on the inside of the advancer tip and bent core wire tip indicates that an unusual non-coaxial load was applied to the catheter during the procedure, most likely with the tip of the advancer tube. The dent and balloon detachment was replicated in bench testing by incompletely deflating the balloon and misaligning the advancer tube relative to the puncture track prior to withdrawing the catheter with an impulse retraction force. The dent and balloon detachment could not be reproduced when the advancer tube was correctly aligned and the balloon was fully deflated prior to withdrawal. The review of the lot history record did not exhibit any issues that may have caused or contributed to the reported incident. There is no evidence that suggests the device did not meet specifications.

Event description:
A male pt with history of hypertension underwent a diagnostic coronary angiogram in 2007. Initial cath was reportedly performed without complication, no act or post procedure bp was described. The mynx procedure was reportedly performed per IFU and all procedural steps completed. Upon removing the balloon catheter through the advancer tube lumen, it was observed that the balloon and balloon leg were absent from the device. The advancer tube was removed, and hemostasis was achieved within 3 min of fingertip compression. The operator did not describe any resistance difficulty with balloon deflation or alignment. The technician performed a cine of the lower extremity inclusive of the femoral artery bifurcation post mynx procedure which was unremarkable. Palpation of the access site was also unremarkable with no bleeding, swelling, pain or hematoma. Patient was asymptomatic, bp and pedal pulses normal, leg color and temperature normal. No further diagnostic or therapeutic interventions were ordered. Patient ambulated and discharged per standard hospital procedure without incident. Follow up was scheduled for 1 week, and 27 days later, there is no report of clinical sequelae.